Manufacturer narrative:
There were no motor position encoder error alarms in alarm history noted. There was no unexpected motor error alarms noted during testing. The pump passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in spec. The motor was tested outside of the unit and passed. There was moisture damage on force sensor resistor noted. The pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call of issues with motor error alarm on their insulin pump. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.